Event description:
A patient obtained a letter from medtronic indicating that a flaw in manufacturing of paradigm pump was present. It cautioned her to avoid inadvertently bumping the piston of the pump as it may distribute an unintentional dose of insulin. Medtronic has refused to replace said pump.